Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing planned treatment/non-emergency treatment at the time of event. The procedure was completed as planned by doing minor adjustment to the footswitch cable. The philips field service engineer (fse) inspected the system on site and found that the footswitch was working intermittently. The fse replaced wired footswitch. Upon failure analysis, the failure of footswitch was confirmed. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that intermittently fluoroscopy was not working with the foot switch. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the foot switch and returned the system to use in good working order.